Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose value was 400 mg/dl and 480 mg/dl. Customer also stated that they went to hospital for insulin education. The product will return for the analysis.